Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the large roller pump would not start. This pump was used as a suction pump. The subsidiary clinical engineer tried to start the pump at the perfusion screen and the start/stop buttons of control panel, but the pump will not start. At this time, pump icons displayed were normal. (X) or (?) Did not display and the local control panel of pump were displayed normal. But the start button did not work. The clinical engineer closed the perfusion screen, opened the screen again, and then the pump started to function normal. They continued to use the pump as a vent pump just before the operation. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.